Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the legacy full-height drawer kept going off the bus. Rebooting the station temporarily cleared the drawer failure, but the issue eventually recurred. All connections were reseated; however, there were no available controller boards for the legacy full-height drawer. As per the customer's request, a non-functional drawer in storage was swapped in. A replacement drawer was still required. Hta (hardware test application) testing was performed, and the test results were added to the feed. The legacy full-height drawer (with faulty controller boards) was replaced with an enhanced full-height drawer. Authentication to hta was unsuccessful, but the drawer was inventoried without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was not showed on bus. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was not showed on bus. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.